Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v055126, implanted: (B)(6) 2007, product type: lead. Product ID: 3998, lot# v068860, implanted: (B)(6) 2007, product type: lead. Product ID: 37083, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37083, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v055126, implanted: (B)(6) 2007, product type: lead. Product ID: 3998, lot# v068860, implanted: (B)(6) 2007. Product type: lead.. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had impedance readings ¿>3600 ohms on the right side¿ with contacts 8-11. It was noted the lead configuration at the time of report was 0-3 and 8-11. It was stated the patient had ¿trouble with the stimulator.¿ it was noted the patient underwent an x-ray and the reporting manufacturer representative ¿could not tell¿ if the ins was disconnected. Additional information reported the patient ¿could not feel stimulation on the right side.¿ it was stated the >3600 ohm impedances were ¿on all right side electrodes¿ and the ¿x-ray seemed to indicate a possible disconnected lead.¿ four days after the initial report, it was noted the patient was ¿still not feeling stimulation on the right side.¿ it was stated the patient was to meet with the manufacturer representative on (B)(6) 2013. Additional information has been requested. A supplemental report will be sent if additional information is received.